Manufacturer narrative:
(B)(4). Date sent: 02/10/2011. Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information requested and the following response received: (B)(6).

Manufacturer narrative:
(B)(4). Surgeon says that his patient is doing fine. Device (a) was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Device (b) was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
.

Event description:
It was reported that during a procedure, the surgeon states that upon transaction of the ileum, the device only stapled partially. Staples formed properly at proximal but not at distal end of staple line. The distal staples were not formed at all and the wound was partially open. A second device was opened and fired further up the ileum with similar results that required suturing to repair. The surgeon stated that the tissue was of poor quality but not particularly thick. The procedure was completed with a diverting ileostomy.